Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt received a new pocket controller and was subsequently admitted to the hospital this past sunday for syncope. Reportedly, the pt has cancer and is currently being treated. The pt has received recent blood transfusions; her labs on admission were 7.2 and 21.8. It was reported that the patient's hemoglobin and hematocrit during the morning was 6.6 and 20.5. The pt was supplied with blood. Log files were submitted for evaluation after the pt reportedly began experiencing low speed, driveline disconnect, and low flow alarms during the morning. The pt was symptomatic and the nurse at the hospital evaluated the patient's driveline. It was noted that everything was intact and there were no disconnects.

Manufacturer narrative:
The report of low speed, low flow, and driveline disconnect alarms were confirmed upon review of the submitted system controller log files; however, a root cause for the alarms could not be determined as the pump was not returned for evaluation. It was communicated that the patient remained ongoing on pump support with an ungrounded patient cable. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pt remains ongoing on vad support and no further info is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.